Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed annex g code: mechanical (g04) - drill the following sections were updated/corrected: b4; e1; g3; g6; h1; h2; h3; h6 visual examination of the returned product identified the reamer head has disassembled from the flex shaft. Dimensional analysis of the shaft diameter determined it is conforming to print specification. Wear and tear is seen on the reamer shaft and the cutting edges of the reamer head. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the head of the reamer fell off the reamer shaft during surgery. No harm or serious injury to the patient was reported. Attempts have been made and no further information has been provided.